Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer to further investigate the reported complaint. The fse confirmed, the reported problem and replaced master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi received the mtm associated with this complaint. And completed the device evaluation. Failure analysis investigation confirmed, and replicated the customer reported complaint. When the unit was returned, a grip calibration failure along axis 8/gimbal grip was reproduced, during a visual inspection. The grip magnet was also observed, to be detached from the lever.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The master tool manipulator (mtm) right gripper would not take control of the universal surgical manipulator (usm). The customer heard some kind of binding on closing. Could hear it snap. The surgeon moved to another console to complete the case. The procedure was completed with no reported injury.